Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the battery failed. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that the device was left without ac for a while, and the battery discharged to the point that it could no longer be recharged.  The remote service engineer (rse) indicated that there was no fault with the battery and it was left unplugged from the ac.  The part number will be sent to the customer to order from the supplies team. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the remote service engineer¿s (rse) response, there was no fault with the battery, and it was left unplugged from the ac. The customer was provided with the part number for a battery. During follow up, the customer reported that the battery has not been replaced, and the device has not been returned to use. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. In the event the part returns, the complaint will be reopened, and the evaluation will be performed and documented.